Event description:
A report was received that the patient was experiencing loss of stimulation. The patient underwent a lead revision wherein the lead was replaced. During device analysis, it was discovered that the lead was fractured.

Manufacturer narrative:
Device evaluation indicated that visual and x-ray inspection of the lead revealed fractured cables at the bent/kinked location. The source of the damage could not be determined.